Event description:
Customer reported an issue with the passport 2 monitor, which may have resulted in a loss of co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray svc rep identified a broken co2 exhaust nipple as the cause of the issue.